Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had shortened battery life. Customer stated the battery did not last for more than four days and a failed battery test alarm occurred with a new battery insertion. It was also found the customer had a off no power alert. The customer stated this was second occurrence of a off no power without a low battery alert prior. Customer's blood glucose was 135 mg/dl at the time of the call. Troubleshooting did not find any damage or corrosion to the customer's battery compartment or battery cap's contacts. Troubleshooting was not completed as the customer was unable to clean the battery cap at the time of the call. Customer also reported a low battery alert and weak battery alarm occurring. Customer declined to return the product for analysis.